Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up. It was reported there was a thread on the needle. A device history record review was completed by our quality engineer team for provided material number 303018 and lot number 4206761. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
Material #303018, lot #4206761. Verbatim: as part of ongoing commitment to enhancing the quality of our products, we are reaching out to inform you of a quality-related issue that has been recently identified. Additional information: the customer noticed a thread on the needle. There was no harm to the patient/ caregiver as the issue was found during an audit.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Pr (B)(4) follow up a thread was reportedly observed on the needle. However, as no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, a single photograph was provided for review by our quality team. The image depicts the upper portion of a needle assembly, including the plastic shield. A red-colored plastic component is visible at the top of the shield. No additional defects or irregularities were identified in the photograph. A device history record (DHR) review was completed for material number 303018, lot 4206761. The review found no quality issues during the production of this lot that could be linked to the reported condition. Additionally, no related quality notifications were recorded. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the photographic evidence, the customer-reported condition has been confirmed. However, in the absence of a physical sample, it is not possible to determine a probable root cause.